Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported the patient was hospitalized with a pseudomonas infection on (B)(6) 2015. After surgery and the removal of the left implantable neurostimulator (ins), the patient was released from the hospital on (B)(6) 2015. Antibiotics were taken for two weeks and the patient had to wait 3-4 months to confirm the infection was healed. On (B)(6) 2014 a scab came loose and the patient was monitored over the next few weeks. The patient's health care provider (hcp) determined the infection had reappeared and the patient needed surgery. A surgery was done and the left electrode was removed due to possible contamination. The patient was in the hospital and a rehabilitation center from (B)(6) 2015. While the patient was in rehab, they received customized intravenous antibiotics four times a day. At the rehab facility the patient was forced to have their bed and wheelchair connected to an alarm that went off if they sat up or stoop up. This was due to a concern the patient would fall. In (B)(6) 2015, the patient had inquired about re-implanting the ins since the infection had cleared. The patient's hcps had decided not to proceed with surgery on the left side die to previous infections, lower scores on their cognitive testing than a year earlier, some depression, and risk of serious damage to the brain with further surgery.

Event description:
It was reported, the patient had a wound infection and their system was removed. The infection was diagnosed on 2015 (B)(6). Perioperative antibiotics were administered and the patient did not have meningitis. The primary location of the infection was the neck. The patient had symptoms of crusted skin and oozing puss. A culture of the extension cap and wound was positive. Pseudomonas was cultured. IV antibiotics were administered. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the consumer reported that the patient had two pseudomonas infections and had surgery to scrape it out. After the surgery it took three months to heal and that is when he developed the second infection. The patient was implanted for parkinson's and movement disorder.

Manufacturer narrative:
Product ID 3389s-40, lot# va0lcyv, implanted: 2014 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 37603, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 3389s-40, lot# va0c3bm, implanted: 2014 (B)(6); product type lead. (B)(4).